Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.